Event description:
It was reported that the svo2 reading was incorrect and did not hold the baseline before use during calibration. No pt complications were reported.

Manufacturer narrative:
Device has not been received for eval.